Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently did not receive audible low blood glucose alerts as expected. Blood glucose level ranged from 60-70's (mg/dl). Tandem technical support reviewed pump data and observed the alert declared, however the customer reported that the pump did not annunciate an audible alert. Tandem technical support assisted the customer with adjusting the pump volume settings.